Event description:
The account reported seven pth results that were much higher when repeated. The incorrect results were not used to guide therapy. The field service rep was unable to determine a cause for the discrepancies.